Manufacturer narrative:
The root cause for the leak was due to debris at the bottom of the nrbc mix chamber. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report observing a pink-colored liquid leak on the cassette while running samples on the unicel dxh 800 coulter cellular analysis system. Customer could not identify the source of the leak. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the instrument was leaking from the nucleated red blood cell (nrbc) mix chamber in the air mix and temperature control (amtc) module. The fse removed debris from the bottom of the nrbc mix chamber to resolve the problem. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.